Manufacturer narrative:
(B)(4).

Event description:
The dentis reported that 2 months after the dental implant was installed in intraoral region #21 it was verified its non osseointegration. Sixty ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii).